Event description:
False positive result (s). The user reported receiving possible false-positive results with two flowflex kits. They stated that, "the two tests with lot number cov1100088 were on friday, 8/5 around 4pm. I immediately made an appointment for a pcr test, which was collected at 5:11pm on the same day. The rapid test with the other lot number from rite aid was at 8:30 the same night."

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100088 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.